Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the electronic promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used to treat in-stent restenosis of another stent. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. It does not appear that the off label use of the promus contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a promus stent was implanted in the distal right coronary artery due to in-stent restenosis of an unspecified drug eluting stent (des). On (B)(6) 2011, the patient experienced worsening angina and on (B)(6) 2011, underwent stenting of the ostium of the posterior descending artery. There was no adverse sequela reported. There was no additional information provided.